Manufacturer narrative:
The device was received undeployed. Data obtained from the device shows the device suffered a drivestall during first prime which prevented the release bar from lining with the firing flat and prevented the needle mechanism from deploying as intended. During investigation all three batteries were found to have insufficient voltage. The smc was obtained and found to be out of specification indicating the pcb had drained the batteries. No damages or defects were observed that would contribute to the high shelf mode current. It could not be determined at what point the high smc occurred.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient found needle had not deployed as intended. The cannula was not visible, indicating a needle mechanism failure.